Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the repair kit was broken at the hub.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged repair catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one broviac repair catheter. Usage residues were observed throughout the sample. The clamping over-sleeve was separated from the crimp collar. The inner catheter lumen was split in the vicinity of the luer adapter barbed stem. Tactile inspection of the sample revealed tensile weakness throughout the sample. Microscopic inspection of the split in the inner catheter lumen revealed abundant mechanical damage, comprising gouges and impressions. The distal end of the luer adapter stem exhibited similar mechanical damage. The distal tip of the stem was severely compressed. The abundant tensile weakness and mechanical damage suggested that the sample was manipulated/pulled while being grasped with a traumatic instrument(s). That manipulation appeared to result in the observed compression of the luer adapter barbed stem and split in the inner catheter lumen. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edged atraumatic clamps or forceps.¿

Event description:
It was reported by the facility that the repair kit was broken at the hub. No other information was provided. No harm to the patient.